Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing impedances. Boston scientific technical services (ts) reviewed data from the device and noted that rv impedances were chronically high with a few fluctuations that led to out of range values. Appropriate sensing was noted and ts discussed monitoring the patient. The physician has elected to raise the impedance limit at the next follow-up and continue monitoring the system. This rv lead remains in service. No adverse patient effects were reported.